Manufacturer narrative:
(B)(4).

Event description:
It was reported that a start new sensor prompt occurred. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. A review of the share logs was performed and loss of connection greater than 3 hours was found within the investigation window. The allegation was confirmed. The probable cause was determined to be root cause could not be determined, product/data received. The reported event of a start new sensor prompt occurred is reportable based on the finding of a loss of connection greater than 3 hours. No injury or medical intervention was reported.